Manufacturer narrative:
Although, we have not received the instrument to evaluate, damage may be due to long usage. The hospital uses 3rd party repair company. In this case, contact stated that he had no record of this instrument being sent out for repair.

Event description:
Allegedly, during a rtu vesical tumor procedure, a piece of the beak on the 27040bk/sheath broke off in pt. Rtu procedure was completed and then doctor performed a cystostomy to remove broken piece. Piece was retrieved and procedure completed.